Manufacturer narrative:
This report has been identified as b. Braun medical inc. (B)(4). The actual device involved in the reported incident was not returned for evaluation. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. There were no other reports of this nature against the reported lot number. Incidents of cracked/leaking adapters can be caused by many factors, including but not limited to an excess torque force in combination with over-tightening the connection; if the product is subjected to aggressive solvents, excessive mechanical stresses, or other various unforeseen circumstances during the clinical application. However, without the actual sample, a thorough evaluation could not be performed and no specific conclusions can be drawn. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: reports the b. Braun triple-leg extension set cracked and leaked. The cracks are occurring at the female end where it connects to a filtered extension set. In one case, an infant had dopamine infusing to keep the blood pressure up. However, the blood pressure continued to drop despite increasing the medication. When the nurse checked it, the set was found to be leaking into the bed. The set connections were not that tight, but a crack was visible on the female end of the set. There was no injury to the infant, but a couple of hours were spent chasing the blood pressure by increasing the dopamine before it was discovered that the set was leaking.